Event description:
Device 2 of 2. Reference MFR report: 1627487-2015-15117.

Event description:
Device 2 of 2 reference MFR report: 1627487-2015-15117.

Manufacturer narrative:
Recall: 1627487-12192011-003-r. This ipg serial number was included in field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results: there was a rattling noise coming from the ipg when it is shook. The ipg can was cut-open. It was found that the plastic retainer for the internal battery was broke; causing battery to move and the broken plastic was making the rattling noise. The broken component did not affect the normal operation the returned ipg. Complaint could not be confirmed for patient discomfort- pain at ipg site-. As received, the ipg successfully communicated with the test patient programmer. The returned ipg passed all functional testing on the autotester. Neither anomalous outputs nor erroneous signals were observed from the non-programmed channels or the can. The analysis resulted in normal device characteristics. Visual inspection of the ipg showed no anomaly that could have contributed to the reported complaint sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.